Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4 as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that patient's pinnacle ceramic liner and ceramic head were revised, due to squeaking and pain. There were no known allegation against the cup or stem. They were left insitu.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision of pinnacle ceramic liner and ceramic head. For squeaking and pain. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the ea delta cer insert 36idx54od has signs of what appears to be material transfer at the convex surface most likely caused by the explantation process. The observed condition does not represent a device non-conformance. However, there is not enough evidence to determine if audible sound could be caused by the ea delta cer insert 36idx54od. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the ea delta cer insert 36idx54od would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.